Event description:
It was reported that the system was explanted due to infection. Four days later, it was reported that the infection was located at the pump pocket. The patient had tenderness over the site and the physician was going to relocate the pump. Cultures were taken, but no further information was available at the time of report. It was stated that the patient was doing well, but was not receiving therapy. The device system was infusing morphine.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. (B)(4).